Event description:
A representative from apria stated their indianapolis repair center reported the stationary concentrator caught fire while on the technician¿s workstation while he was obtaining pre-repair specifications from the unit. The technician stated he plugged the unit in and set it to the highest liter flow. He turned around to do paperwork and then heard what sounded like a blowtorch. He turned around and saw flames coming from the pe valve. He stated the flames had melted the tubing on the left side of the pe valve (looking at the rear of the unit) as well as the top of the left sieve canister. The technician didn¿t see the unit catch fire. He stated the flames did diminish once the unit was unplugged and once the residual air was exhausted from the unit. He stated the shroud wasn¿t on the unit during this event. The product tank was intact. The device had 13,447.67 hours on it at the time of this incident. The reporter stated there was no injuries or property damage.

Manufacturer narrative:
The device was received and an evaluation was completed. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed and is consistent with a failure that has been previously identified and corrected. This issue was the subject of field correction (z-0514-2021). The subject concentrator falls within the scope of this field correction.

Manufacturer narrative:
This incident is being reported in an abundance of caution. Based on the pictures provided the alleged issue of the stationary concentrator catching fire and having melted tubing and sieve canister top appears consistent with a failure mode that which was previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return, and if additional information becomes available the record will be updated and a follow up medwatch will be filed. The device was past its service life of 3 years at the time of this incident.

Event description:
A representative from apria stated their indianapolis repair center reported the stationary concentrator caught fire while on the technician¿s workstation while he was obtaining pre-repair specifications from the unit. The technician stated he plugged the unit in and set it to the highest liter flow. He turned around to do paperwork and then heard what sounded like a blowtorch. He turned around and saw flames coming from the pe valve. He stated the flames had melted the tubing on the left side of the pe valve (looking at the rear of the unit) as well as the top of the left sieve canister. The technician didn¿t see the unit catch fire. He stated the flames did diminish once the unit was unplugged and once the residual air was exhausted from the unit. He stated the shroud wasn¿t on the unit during this event. The product tank was intact. The device had 13,447.67 hours on it at the time of this incident. The reporter stated there was no injuries or property damage.